Event description:
It was reported, a vns therapy patient's seizures are no longer being aborted by magnet activated stimulation and is no longer coughing during magnet activations. A normal mode diagnostic test yielded ok lead impedance, dcdc 4. A magnet mode diagnostic was not successfully performed as the programming system indicated the pt's generator was not set at or above the minimum settings even though the generator was set to the minimum settings. The test was repeated two more additional times with the same results. The pt presented at the next visit with "a sudden increase in seizures of up to 80." The pt's output current was increased from 2.75ma to 3ma and waited, but no change happened." An additional medication was added and "the pt is now doing better on the new drug, but is still insisting that the magnet does not seem to work." At a later visit, a system diagnostic was within normal limits. A magnet mode test was once again attempted with the same result. Good faith attempts to obtain additional info have been unsuccessful to date.